Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date and not prepping the surface of the skin with an antiseptic solution have been ruled out. Additionally, the patient touching or picking at the wound and the patient having contraindicating conditions have been ruled out. Other potential causes of the reported issue include: implanting a non-sterile device, using incorrect tools, and not prescribing antibiotics pre-operatively. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the oozing is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported oozing at the incision site. Antibiotics were prescribed as a precaution and the trial device was pulled on their regularly scheduled day on (B)(6) 2025. Attempts were made to gather information on the current patient status. However, the patient has not called back. The patient is scheduled for their permanent implant procedure in (B)(6). No further information is available at this time.